Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer reverted to an alternate form of insulin therapy. There was no reported impact to the customers blood glucose level.